Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis testing the device was powered on using slight pressure on the menu screen, ejected and then reinserted the batteries and a 721 and 810 error occurred. Analysis further noted that the display wire was pinched and the wire exposed, one case screw was contaminated, one stuck button detected (lock) and one stuck button recovered. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that new out of the box, when the power button on the external pulse generator was pressed it gave an error code. The generator was returned for service. There was no patient involvement.